Event description:
The pt was revised because of pain, osteolysis, and loosening of the femoral component at the cement/impact interface. Simplex cement originally used.

Manufacturer narrative:
Examination of the submitted tibial insert confirmed unanticipated for a polyethylene device implanted for six years. The root cause of the polyethylene wear is attributed to third body debris introduced into the joint space leading to accelerated wear. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.